Manufacturer narrative:
The lot number is unknown.

Event description:
Information was received indicating that during the use of the cadd cassette reservoirs - flow stop medical fluid was leaking from the part where the tubing was connected. There was no patient injury reported.

Manufacturer narrative:
Photos of the device were received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing.